Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Flowrate drops to zero when attempting to cool to 4 deg celsius. Circulation pump was exchanged. Error message displayed on screen. Power cord had high resistance. Manifold harness and level sensor were damaged. The device underwent pm servicing while in for repair. Control panel assembly was replaced. Power cord, manifold harness and level sensor were replaced. Replaced heater, circulation pump, and mixing pump. The device underwent and passed testing after all repairs. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be service related.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that while the user completing service on loan device, the flow rate was fluctuating between no flow and 1.7. It was stated that then an error message appeared on the screen. Per sample evaluation results received on 10may2023, it was reported that the error message displayed on screen. It was stated that the power cord had high resistance. It was also stated that the manifold harness and level sensor were replaced due to physical damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while the user completing service on loan device, the flow rate was fluctuating between no flow and 1.7. It was stated that then an error message appeared on the screen.